Event description:
The pt had developed an infection at the generator site. Further follow-up revealed that pt was seen by physician because the generator site was puffy. It was reported that there was no redness, no drainage and that the pt was not running a fever. The site was reportedly healing well and the edges were approximated. The pt's family member was concerned that there was an infection, so the physician prescribed a 5-day oral antibiotic course (keflex - dosage unk) to appease the family.